Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out for normal eri, externalized conductors were observed on the right ventricular lead. The lead was capped. The patient was in stable condition.